Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that an arteriotomy closure was attempted using a proglide device after an interventional triluminate pivotal research procedure. Reportedly, the device was used per the instructions for use (IFU); however, it did not achieve hemostasis. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was received: the sutures of two proglide devices were successfully pre-placed prior to the procedure via a 8f sheath using the pre-close technique where the maximum sheath size was 14f. The sutures of the first device worked per the instructions for use. Hemostasis was not achieved with the second device. It was reported patient developed fever which was treated with intravenous, oral antibiotics and oxygen. The fever was from pneumonia which developed into sepsis. It was confirmed these symptoms had developed during the procedure and were not related to the proglide devices. After hemostasis was achieved with manual compression, patient reported pain and tenderness at the access site, which were treated via manual arterial compression. The patient is fine. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.